Event description:
It was reported the battery voltage measured 2.5v at beginning of interrogation, then 2.21v at the end of the check. Save to disk showed the battery to be 2.9v. The device remains in use. No patient complications have been reported as a result of this event. A current review of device battery voltage indicated a measurement of 2.64v at interrogation, and save to disk showed a lowest measurement of 2.88v. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the battery voltage measured 2.5v at beginning of interrogation, then 2.21v at the end of the check. Save to disk showed the battery to be 2.9v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage during the daily measurement was 2.90v, and the value with telemetry on the same day was 2.12v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage during the daily measurement was 2.90v, and the value with telemetry on the same day was 2.12v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.